Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report a severe low, hypoglycemic event that occurred on approximately (B)(6) 2016. Date of event is an approximation based on the information provided. Exact date of event is unknown. It was reported that the patient was just returning home from rehab related to a severe low, hypoglycemic event. No additional event or patient information is available. There was no alleged malfunction against the device. The complaint states that the patient experienced a severe low, hypoglycemic event. It should be noted that diabetes mellitus is a known cause of hypoglycemia.